Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue resolved and the customer successfully filled the cartridge. There was no adverse impact to customer's blood glucose level.